Manufacturer narrative:
The reported events were noise and fracture. As received, a complete lead was returned in one piece. The reported event of noise was confirmed. Visual examination found an external insulation abrasion breaching the outer insulation proximal to suture tie impression. The cause of noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. The reported event of fracture was not confirmed. X-ray inspection and electrical testing of the lead did not find any indication of conductors fracture.

Event description:
It was reported that, during a remote follow-up, episodes of noise were observed on the right ventricular (rv) lead. The suspected cause of the noise was rv lead fracture. Abbott technical support (ts) was contacted and recommended replacing the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.